Event description:
The patient stated that he was hospitalized due to a heart attack and blood glucose levels greater than 600 mg/dl. The patient felt that the unit was not working properly, and requested a replacement. The patient declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below:the insulin pump passed the delivery volume accuracy test.